Event description:
Boston scientific received information that this right ventricular (rv) lead had an insulation damage. The rv lead came apart when the physician was removing it from the header. The rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to conclusion code added. Boston scientific received information that this right ventricular (rv) lead had an insulation damage. The rv lead came apart when the physician was removing it from the header. The rv lead was surgically abandoned. No additional adverse patient effects were reported.